Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 270cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing left implant malposition and resultantly underwent a surgical revision for correction with implant removal and reimplantation. Subsequently, the left breast began to swell with pus discharge. As a result, the patient underwent breast implant removal without replacement on (B)(6) 2024. Mentor memorygel breast implants are not intended for reuse/reimplantation, thus the user used the device in error. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been retained by the customer.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration, wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the patient was also diagnosed with left breast baker grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).